Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation, and gastrointestinal/pelvic floor. It was reported that the patient reported they are constantly getting shocked by the device. Patient turned it down but was still getting shocked, and had to turn it completely off in order to stop the shocking. Patient has pain in the back there, and its hurting near the ins site. Patient lost 40 pounds, and wonders if that made it move around because it feels like its protruding out at an angle towards the butt. Any movement patient makes whether it be sitting, laying or lifting the leg the patient gets a shock when stimulation is turned on. Patient stated that in (B)(6) the healthcare provider (hcp) ordered a cat scan, and said everything was fine, however, the patient believes the problem at ins site could not be seen on cat scan because patient was laying down. The problem with shocking getting worse started on (B)(6) 2020. Troubleshooting was unable to be performed because the patient had already turned therapy off. The patient was redirected to their healthcare provider to further address the issue. There were no further patient complications are anticipated, or expected as a result of this event.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient was asked what actions were taken to resolve this issue and the patient stated that is still working with the manufacturer representative with programming, trying different setting. No further complications were reported.